Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that after increasing the stimulation and feeling the stimulation on the right cheek and after the stimulation dissipates for a while they feel a tingling sensation in the tip of the penis. Patient said that the stimulation comes and goes once or twice a week and they feel it on the tip of the penis. Patient also said that when they sit down on a hard surface like a wooden chair or in the car they felt like something was shifting on their back. Patient mentioned that if they sit for too long, when they stand up and take off the pressure of the pelvis they feel the urgency comes in and they had to rush to the bathroom. Patient stated they had seen about 40% improvement on symptoms but still the results on the trial phase were better. Agent reviewed therapy information and general programming guidance with the patient. Patient stated they increased the stimulation up to 5.4 and it was too strong so they had to decreased it to 4.6 - program 3. Patient confirmed stimulation was comfortable. Patient would maintain stimulation level and would continue to track symptoms. Redirected to doctor if issue persists. Patient stated that they had an appointment with their healthcare provider (hcp) in about a week. Patient reported that since then they had swollen feet and they were prescribed water pills. Patient decided to stop taking the water pills for a while and they went from going to the bathroom every 2 - 3 hours to going every 4 hours. Additional information was received on 2025-may-20. Patient called in and reported the same symptoms.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.